Manufacturer narrative:
Device return has been requested, however, no device has been received for an investigation. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a leak of chemotherapy during use of a chemoclave® universal vented vial spike. The reporter stated that upon mixing 5-fluorouracil from the vial adapter, medication sprayed from the vented system towards the customer. A bd syringe was also used. There was no patient involvement and no one was harmed as a result of the reported event.

Manufacturer narrative:
H10: one (1) used partial 2 units, list# ch-70-5, chemoclave® universal vented vial spike, (B)(4) units. Lot# 4168017 were returned to the manufacturer on (B)(6)2020. The complaint of leakage on the returned used two (2) units of the partially returned used ch-70-5 can be confirmed. As received there were residuals inside the filter of the of both of the two (2) units. Each device was attached to a sodium chloride vial and 10 ml syringe provided by ICU medical, it was then aspirated and infused multiple times per package instructions. No leakage was anywhere along the fluid path however, the residuals inside the filter of the returned used devices indicates being infused with the vial inverted. The probable cause of leakage is due to being infused while inverted during use. The DHR for lot 4168017 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.